Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced three infusion set cannula kinked event on 09-nov-2024, 12-nov-2024 and 18-nov-2024. The event occurred three or more hours after insertion. The infusion set was in use for less than 24 hours. The blood glucose level was 31.3 mmol/l and the patient was treated with correction bolus via pump. Patient was found positive for small ketones. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-34833 - device 1 of 3